Event description:
It was reported that out of range (>3000 ohms) pacing impedance was noted from the right ventricular (rv) lead. This patient had been performing demolition work which the physician believed led to a rv lead fracture and the out of range impedance. The rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The rv lead will be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 33-34 cm from the terminal pin. Lead resistance measurements were indicative of a fractured electrical conductor. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that out of range (>3000 ohms) pacing impedance was noted from the right ventricular (rv) lead. This patient had been performing demolition work which the physician believed led to a rv lead fracture and the out of range impedance. The rv lead was explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was received for analysis.